Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed to be related to use of the device. One 4 fr single lumen groshong nxt catheter was returned for investigation. The catheter extended past the 39 cm depth marker. The sample was flushed with water using a 10 ml syringe and was found to be patent to infusion. The catheter was pressurized and two leaks were observed proximal near the 39 cm depth marker. Wrinkling at the edge of the break location was observed. Flexural fatigue caused by repeated kinking of the catheter may have been a contributing factor. The second leak was not as large as the proximal leak. As the break locations appeared to show characteristics associated with flexural fatigue, the complaint is confirmed to be use related. No further action is required because the reported event could not be related to a deficiency in product manufacture or deficiency while under correct product use. A lot history review (lhr) of reav1843 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported that the patient, who was diagnosed with leukemia, received implantation of a three-way valve PICC on (B)(6) 2018. The catheterization was conducted by a nurse in hematology department, who underwent ultrasound-guided seldinger technique on the right upper limb of the patient to implant the PICC and the process was smooth. The patient was discharged on (B)(6) after completing 1 cycle of chemotherapy. During the second chemotherapy on (B)(6), it was found that the exposed part of the catheter was leaking during the maintenance of flushing the catheter. The patient's family requested the removal and recatheterization of the catheter.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of reav1843 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported that the patient, who was diagnosed with leukemia, received implantation of a three-way valve PICC on (B)(6) 2018. The catheterization was conducted by a nurse in hematology department, who underwent ultrasound-guided seldinger technique on the right upper limb of the patient to implant the PICC and the process was smooth. The patient was discharged on (B)(6) after completing 1 cycle of chemotherapy. During the second chemotherapy on (B)(6), it was found that the exposed part of the catheter was leaking during the maintenance of flushing the catheter. The patient's family requested the removal and recatheterization of the catheter.